Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a plum 360¿ infuser compatible with ICU medical mednet¿ software where the pump completed the infusion in half the expected time. The infusion started at 10:46 am pump was checked 11:10 am and the pump alarmed at 11:57 am. There was patient involvement. There was no patient adverse event noted. There was no delay in critical therapy. There was no medical intervention provided. Blood was being transfused. The prescribed pump setting is not known. Report states one unit of blood over 3 hours.

Event description:
Additional information was received stating that the incident occurred on (B)(6) 2023 around 11:10 and was described as follows: the patient was admitted for one unit blood transfusion. Pda was used to carry out patient observations, and check patient details were correct, then blood volume was entered into plum pump, and transfusion was prescribed over 3hr transfusion was commenced at 10.46am,at 11.10am observations were checked, and pump and I/v giving set were checked, no concerns noted. Plum pump alarmed at 11.57am,and full transfusion had been infused(which was in the half prescribed time).

Manufacturer narrative:
The device was found with a missing power cord and cord retainer. The power cord and cord retainer were replaced. The logs were downloaded and sent for review. The pump then passed functional testing (pumping with no alarms). The log review determined there were no logs for the (B)(6). The customer complaint of "the reporter stated that according to the incident report, the incident occurred on the (B)(6) 2023. The infusion started at 10:46 am pump was checked 11:10 am and the pump alarmed at 11:57 am." Was not confirmed as there were no logs stored for the (B)(6) and the device passed testing without issue.